Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. Then, the patient with this ICD experienced multiple ventricular tachycardia (vt) episodes. It was noted this device delivered multiple shocks which did not convert the arrhythmia episodes. The device displayed a code 1005 indicative of an open circuit condition detected during shock delivery. Boston scientific technical services (ts) was consulted and recommended to evaluate this device and right ventricular (rv) lead integrity and consider replacement. Subsequently, a revision procedure was performed and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.